Manufacturer narrative:
Received one device. Customer problem wasn't duplicated. Visual test was performed- found damaged(detach) dso seal. The dso seal replacement. Functional and occlusion test performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue was the cassette alarm. There was no reported patient involvement.